Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the patient experiences spasticity in their hands that requires botox and has to be transported in a stretcher. Per the caller the patient had a "serious impaction" that led them to be in the hospital. It was noted that the cause of the issue was due to the baclofen in the pump and it was decreased by 15%. No further complications have been reported as a result of this event.